Event description:
Complainant alleged that while defibrillating a (B)(6), pt the electrode pad sparked upon discharge. The clinician observed that a wire had become dislodged rom the electrode pad. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.